Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the thresholds rose and were high. Subsequent devices checks noted that the thresholds had gone down but not to the same level as at implant. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture management showed high output in the right ventricular chamber. Analysis of the device memory had an observation relating to the battery voltage measurements. Minimum monthly battery voltages are not accurate. If information is provided in the future, a supplemental report will be issued.